Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021 16:45:37 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial. Contact: (B)(6). Taken by: alftee2 crack in case crack is seen on: whole body. Was pump bumped or dropped: no - customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (Pump ca03. (B)(6). Input date: (B)(6) 2021 warranty start: 11/27/2015 warranty end: 11/26/2019 batch - (B)(4). 08/05/2021 16:53:29 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: completed mdt initial contact: elmar alfter taken by: (B)(6) gfe: first reminder letter sent on the (B)(6) 2021. ((B)(6) 2021), (kl) crack in case crack is seen on: whole body. Was pump bumped or dropped: no - customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (Pump ca03) (B)(6). Input date: 06/28/2021 warranty start: 11/27/2015 warranty end: 11/26/2019 batch - (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.  S/w unknown. Retainer ring = missing. Customer returned pump for an alleged all body damage on (B)(6) 2021. Insulin pump received with blank display. Also, unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring and unable to perform the displacement test due to missing reservoir tube o-ring. Pump was cut open to perform visual inspection and found moisture damage to the electronics, force sensor, battery connector, motor, vibrator, during visual inspection. Swapping out test boards confirms blank display is isolated to pcba 1. Pcba 1 was cleaned using isopropyl alcohol with no effect. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring, serial number label missing. In summary, unit blank display due to moisture damage pcba1. Customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer, broken battery tube threads and cracked case corner of belt clip rails.